Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('irregular bleeding/ heavy prolonged bleeding') and autoimmune disorder ('autoimmune-like symptoms') in a (B)(6)-year-old female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal spotting") and abdominal pain lower ("significant cramping / lower quadrant pain"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient was found to have antinuclear antibody positive ("positive for antinuclear antibodies"). On an unknown date, the patient experienced back pain ("worsened back pain / low back pain"). On an unknown date, the patient experienced arthralgia ("joint pain /bilateral hip pain / knee pain/ elbow pain / chronic joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash ("rashes"), urinary tract infection ("urinary tract infection/ possible urinary tract infection"), menometrorrhagia ("menometrorrhagia/amount of blood loss"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), fatigue ("fatigue"), menorrhagia ("heavier menstrual periods / heavy prolonged bleeding / menorrhagia"), nausea ("nausea"), vomiting ("vomiting"), muscular weakness ("muscle weakness"), arthritis ("arthritis"), muscle spasms ("muscle spasms"), menstruation irregular ("irregular menses / irregular menstruation"), dermatitis contact ("cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation.") And hypersensitivity ("hypersensitivity symptoms"). The patient was treated with cyclobenzaprine and medroxyprogesterone acetate (depo-provera). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash, urinary tract infection, menometrorrhagia, dysmenorrhoea, back pain, fibromyalgia, arthralgia, alopecia, fatigue, vaginal haemorrhage, abdominal pain lower, menorrhagia, nausea, vomiting, muscular weakness, arthritis, muscle spasms and menstruation irregular had not resolved and the antinuclear antibody positive, dermatitis contact and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, antinuclear antibody positive, arthralgia, arthritis, autoimmune disorder, back pain, dermatitis contact, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, menstruation irregular, muscle spasms, muscular weakness, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff was positive for antinuclear antibodies. She had episodes of heavy, prolonged bleeding in (B)(6) 2015 and (B)(6) 2016. Her treating provider noted that these symptoms began during plaintiff (B)(6) pregnancy and teenage years, respectively, plaintiff (B)(6) is (B)(6) years old. Diagnostic results: on (B)(6) 2015, hysterosalpingogram test which showed, complete occlusion of both fallopian tubes, with no contrast spillage from the tube's". Lab testing was positive for antinuclear antibodies (ana) and a positive rheumatoid factor of 22.4 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event "hypersensitivity" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, hysterosalpingogram test which showed, complete occlusion of both fallopian tubes, with no contrast spillage from the tube's". Lab testing was positive for antinuclear antibodies (ana) and a positive rheumatoid factor of 22.4. Concomitant products included anesthetics, general. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal spotting") and abdominal pain lower ("significant cramping / lower quadrant pain"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced genital haemorrhage ("irregular bleeding/ heavy prolonged bleeding"). On (B)(6) 2015, the patient was found to have antinuclear antibody positive ("positive for antinuclear antibodies"). On an unknown date, the patient experienced back pain ("worsened back pain / low back pain"). On an unknown date, the patient experienced arthralgia ("joint pain /bilateral hip pain / knee pain/ elbow pain / chronic joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), autoimmune disorder ("autoimmune-like symptoms"), rash ("rashes"), urinary tract infection ("urinary tract infection/ possible urinary tract infection"), menometrorrhagia ("menometrorrhagia/amount of blood loss"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), fatigue ("fatigue"), heavy menstrual bleeding ("heavier menstrual periods / heavy prolonged bleeding / menorrhagia"), nausea ("nausea"), vomiting ("vomiting"), muscular weakness ("muscle weakness"), arthritis ("arthritis"), muscle spasms ("muscle spasms"), menstruation irregular ("irregular menses / irregular menstruation"), dermatitis contact ("cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation.") And hypersensitivity ("hypersensitivity symptoms"). The patient was treated with cyclobenzaprine and medroxyprogesterone acetate (depo-provera). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash, urinary tract infection, menometrorrhagia, dysmenorrhoea, back pain, fibromyalgia, arthralgia, alopecia, fatigue, vaginal haemorrhage, abdominal pain lower, heavy menstrual bleeding, nausea, vomiting, muscular weakness, arthritis, muscle spasms and menstruation irregular had not resolved and the antinuclear antibody positive, dermatitis contact and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, antinuclear antibody positive, arthralgia, arthritis, autoimmune disorder, back pain, dermatitis contact, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstruation irregular, muscle spasms, muscular weakness, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff was positive for antinuclear antibodies. She had episodes of heavy, prolonged bleeding in september 2015 and january 2016. Her treating provider noted that these symptoms began during plaintiff moore¿s pregnancy and teenage years, respectively, plaintiff moore is thirty-nine (39) years old. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015, hysterosalpingogram test which showed, complete occlusion of both fallopian tubes, with no contrast spillage from the tube's". Lab testing was positive for antinuclear antibodies (ana) and a positive rheumatoid factor of 22.4. Concomitant products included anesthetics, general. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal spotting") and abdominal pain lower ("significant cramping / lower quadrant pain"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced genital haemorrhage ("irregular bleeding/ heavy prolonged bleeding"). On (B)(6) 2015, the patient was found to have antinuclear antibody positive ("positive for antinuclear antibodies"). On an unknown date, the patient experienced back pain ("worsened back pain / low back pain"). On an unknown date, the patient experienced arthralgia ("joint pain /bilateral hip pain / knee pain/ elbow pain / chronic joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), autoimmune disorder ("autoimmune-like symptoms"), rash ("rashes"), urinary tract infection ("urinary tract infection/ possible urinary tract infection"), menometrorrhagia ("menometrorrhagia/amount of blood loss"), dysmenorrhoea ("dysmenorrhea"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss"), fatigue ("fatigue"), heavy menstrual bleeding ("heavier menstrual periods / heavy prolonged bleeding / menorrhagia"), nausea ("nausea"), vomiting ("vomiting"), muscular weakness ("muscle weakness"), arthritis ("arthritis"), muscle spasms ("muscle spasms"), menstruation irregular ("irregular menses / irregular menstruation"), dermatitis contact ("cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation.") And hypersensitivity ("hypersensitivity symptoms"). The patient was treated with cyclobenzaprine and medroxyprogesterone acetate (depo-provera). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash, urinary tract infection, menometrorrhagia, dysmenorrhoea, back pain, fibromyalgia, arthralgia, alopecia, fatigue, vaginal haemorrhage, abdominal pain lower, heavy menstrual bleeding, nausea, vomiting, muscular weakness, arthritis, muscle spasms and menstruation irregular had not resolved and the antinuclear antibody positive, dermatitis contact and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, alopecia, antinuclear antibody positive, arthralgia, arthritis, autoimmune disorder, back pain, dermatitis contact, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstruation irregular, muscle spasms, muscular weakness, nausea, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff was positive for antinuclear antibodies. She had episodes of heavy, prolonged bleeding in (B)(6) 2015 and (B)(6) 2016. Her treating provider noted that these symptoms began during plaintiff moore¿s pregnancy and teenage years, respectively, plaintiff moore is thirty-nine (39) years old. Batch no c40062 production date 2014-04-01 expiration date 2017-04-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.